Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between november 1, 2023 ¿ november 2, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and fluid inside the device¿s bladder was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred during setup prior to patient use. A change of medical device was necessary for the preparation of the medication. There was no patient involvement. No additional information is available.